Event description:
Prior to the byte aligner use, the patient had a class 1 occlusion with lower anterior crowding and a constricted bite, close to a cross bite. After using the byte aligner the patient does not have a class 1 occlusion but a posterior open bite with the occlusion on the lingual cusps of the patient's lower second molars. The doctor states that the patient additionally has an anterior open bite. This treatment has also led to jaw pain. If left it will cause further wear in the patient's second molars and constant jaw pain due to occlusion on the second molars. Patient will need to do comprehensive invisalign for 8-10 months to correct her bite, move the teeth to ideal class 1 occlusion and correct anterior open bite to have an ideal overbite and overjet. Treatment stopped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.